Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false nonreactive architect anti-hbc ii result of 0.23 s/co was generated for a patient sample (ID (B)(6)) that retested reactive at 3.86 s/co. The retest result after re-centrifugation of the sample was reactive at 3.55 s/co. No adverse impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a false non-reactive result for a sample of one patient tested with the architect anti-hbc ii assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and testing of retained kits. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Testing of retained kits indicated that the sensitivity performance is not negatively impacted. Based on the investigation, no systemic issue or deficiency with the architect anti-hbc ii reagent lot was identified.